Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. However, lead parameters have remained stable. The perforation was confirmed via an echogram. At this time, the lead remains in service, but there are plans to revise the lead at a later date. No adverse patient effects were reported.